Event description:
The customer reported the device status log contained entries of pads front-end failure - power pca. The philips customer repair center (crc) also reported that the device intermittently displayed the pads ECG equip malfunction inop.

Manufacturer narrative:
(B)(4). Inadvertently that 30 day MDR was submitted under an incorrect registration number. To correct this problem, we have cancelled that MDR, and have created this new MDR (1218950-2013-00710). (B)(4). The customer reported the device status log contained entries of pads front-end failure - power pca. The philips customer repair center (crc) also reported that the device intermittently displayed the pads ECG equip malfunction inop. The crc evaluated the device. The crc confirmed the intermittent status log entries of pads front-end failure - power pca. The processor pca was found to have been the cause of this malfunction. Replacement of the processor pca resolved the reported issue. The device passed operational performance testing and was returned to the customer. There was no customer request for further action or response.